Manufacturer narrative:
Initial reporter's occupation is not known at this time.

Event description:
A site reported a loss of telemetry monitoring for 2 pts for approx 3 hours due to a presumed hardware failure. No alternate monitoring was established during this time. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.